Manufacturer narrative:
(B)(4).

Event description:
It was reported the central extension line was kinked. Customer reported the catheter kinks very easily and looks more "slack" than normal. The catheter was in use between 4 to 10 days. It was reported the patient experienced a "critical blood pressure drop", however the blood pressure was not provided and no medical intervention was reported. The patient's condition was unknown. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the central extension line was kinked. Customer reported the catheter kinks very easily and looks more "slack" than normal. The catheter was in use between 4 to 10 days. It was reported the patient experienced a "critical blood pressure drop", however the blood pressure was not provided and no medical intervention was reported. The patient's condition was unknown. Additional information was requested but was not available at the time of this report.